Manufacturer narrative:
The auxillary o2 tubing that connects between the flowmeter and the output barb to the auxiliary oxygen port was reconnected to resolve the issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the o2 hose was disconnected from the port adapter resulting in no o2 output from auxiliary port. There was no patient involvement.